Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s cgm indicated persistent hyperglycemia after an infusion site change, and the user had extended the prior infusion set beyond the recommended change interval. Symptoms included elevated glucose readings without reported ketones or systemic complaints. Outcomes included shipment of replacement infusion sets. Investigation included verification of use conditions and counseling on infusion set change frequency. Investigation of this case revealed that prolonged wear of the infusion set was a plausible contributor to the hyperglycemia. It was concluded that the cause of the hyperglycemia was unclear, with user practice likely contributing, and the product will be monitored through replacement supplies. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.